Manufacturer narrative:
Batch review performed on 31 january 2020: lot 1900442: (B)(4) items manufactured and released on 17-may-2019. Expiration date: 2024-05-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, one month after primary surgery, reporting pain due to a fractured femur. The fractured femur occurred as a result of a subsided stem. The cause of the subsided stem is unknown. The surgeon cabled the fracture and revised the stem and head. The surgery was completed successfully.